Event description:
Philips received a complaint on the v60 indicating that the device has lcd power issues. It was reported that it powers on randomly and that bezel replacement did not fix the problem. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Philips received a complaint by the customer on the v60 indicating that the device powered up on its own randomly. It was reported that there was no patient involvement at the time the issue was discovered. A field service engineer (fse) was dispatched onsite and discovered that the user interface (ui) printed circuit board assembly (pcba) was faulty. The fse ordered a ui pcba, which is backordered. The rse then spoke to a contact at the hospital and explained that the solution to the original complaint would a ui pcba replacement. The rse then requested to cancel the backorder part and onsite work order (wo), as the customer will order the part for repair. The customer performed the repair, and the device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00107. All information from the original report(s) has been transferred to this report.